Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited inappropriate capture and loss of sensing. The patient experienced bradycardia. Imaging revealed that the lead had dislodged. Programming changes were made and the lead will continue to be monitored. The patient was stable.